Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient received results of 468 mg/dl and 189 mg/dl within 10 minutes on the inform system. Patient tested 193 mg/dl on an unspecified meter 10 minutes following result of 189 mg/dl. Patient was treated with his prescribed dose of insulin after testing 193 mg/dl. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury.